Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, it was determined that the lead that was meant to be that right atrial (ra) lead, was connected to the ventricular lead port of the implantable pulse generator (ipg). The pocket was re-opened and the lead was connected to the correct port in the ipg. The lead remains in use. No patient complications have been reported as a result of this event.